Event description:
The customer observed false nonreactive architect hiv ag/ab combo results generated on the architect i2000sr analyzer for a known hiv patient that have been in treatment for many years. The patient is not known to have any other treatment apart from normal hiv treatment (antiretroviral therapy). The customer had reported the result as equivocal and the physician questioned the result. A follow-up sample was received on a different date generated positive results on two different methods. The following data was provided (the customer¿s range for equivocal is 0.80 to 1.0 s/co): (B)(6) 2022, sid (B)(6) (original tube) initial result = 0.90 s/co. (B)(6) 2022, sid(B)(6) (aliquoted off original tube) repeat results (post re-pin) = 0.89 s/co, 0.92 s/co. Liaison xi results for both original and follow-up samples = ab positive/ag negative. Geenius results for both original and follow-up samples = hiv1 and hiv1 indeterminate. Other lab test provided: hcv positive. The samples were pulled from storage and retested with the following results: (B)(6) 2022, sid (B)(6) (aliquoted off original tube) = 0.69 s/co. (B)(6) 2022, sid (B)(6) (aliquoted off follow-up sample) = 0.96 s/co. (B)(6) 2022, sid (B)(6) (follow-up sample) = 1.03 s/co. Per architect hiv ag/ab combo package insert list 04j27, ¿specimens with s/co values < 1.00 are considered nonreactive (nr). Specimens with s/co values = 1.00 are considered reactive (r).¿ no impact to patient management was reported.

Manufacturer narrative:
Patient identifier: all sids are from the same patient. Sid (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, architect hiv ag/ab combo, list number 4j27, that has a similar product distributed in the us, list number 2p36.

Manufacturer narrative:
The complaint investigation for false nonreactive architect hiv ag/ab combo results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, device history record review, and labeling review. In-house testing of retained reagent kit was also completed. Return testing was not performed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue. Ticket search by lot indicates that the reagent lot performs as expected for this product. Trending review did not identify any trends for the issue for the product. Device history record review did not identify any non-conformances or deviations with the likely cause lot number and complaint issue. Labeling was reviewed and found to be adequate. In-house testing of a retained reagent kit of the complaint lot was performed, showing that the lot generate the expected results. All specifications were met and no false nonreactive results were obtained, indicating that the sensitivity performance is not negatively impacted. In addition, the clinical sensitivity was evaluated by testing two commercially available seroconversion panels (zeptometrix hiv 9016 and hiv 9013). The seroconversion panel results were compared to architect hiv test results provided by zeptometrix and the reagent lot detected the same bleeds as reactive. Based on these data, it showed that the sensitivity performance of the lots is not adversely affected. Based on our investigation, no systemic issue or deficiency with the architect hiv ag/ab combo reagent for lot 34008be00 was identified.

Event description:
Additional information received on 23aug2022. The customer received two new follow-up samples from this patient and both samples generated reactive results. The following data was provided: sid (B)(6) (serology sample) = 1.06 s/co sid (B)(6) (plasma) = 1.02 s/co no impact to patient management was reported.

Manufacturer narrative:
Section a: a1-patient identifier: additional sids provided from the same patient (sid (B)(6), sid (B)(6). Section b: b5-describe event or problem: additional information received from the customer on (B)(6) 2022 has been added. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.this follow up is being submitted to include the initial coding in section h6 for component code, type of investigation, investigation findings and investigation conclusions that were not included in the initial report.